Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high and low glucose. The log shows the user experienced hyperglycemia followed by a brief hypoglycemia. The log also indicates brief sensor issues had occurred on the morning of (B)(6) with the user replacing the sensor at approximately 9 pm. The log also shows the user went high again after the sensor change due to not changing their infusion set as recommended earlier by customer service. The user did change their infusion set at 12:15 am pt on (B)(6) and their bgs came back into range. The expiring sensor and the user not changing the infusion set until later that night had contributed to this event. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient reported having a high bg in the morning after eating breakfast. The agent advised the patient to watch their bg levels and replace their dexcom g7 sensor. The agent followed up with the patient at 12:55 pm and the patient stated they were at 107 mg/dl and dropping and stated they should eat something. The agent noted their bg was 117 mg/dl and stable. At 3 pm, the patient called stating his bg went to 44 mg/dl for approximately 20 minutes and ems was called, treating the patient with glucose. The patient was taken by ems to the hospital, where he was treated with fluids and released. The patient changed their sensor and continued ilet therapy. The patient called again at 6:31 pt pm on (B)(6), stating their bg is at 380 mg/dl. The agent recommended an infusion set change and to enter a finger stick bg to calibrate the sensor. At 9:02 pm, the patient called again reporting a bg of 400 mg/dl, but trending downward. The patient indicated they forgot to change their infusion set, which was changed at approximately 12:30 pt am on (B)(6). The patient reported no health effects related to the high bg. Their bgs trended back into range.